Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 64 mg/dl at the time of the incident. The customer experienced symptoms such as shaking, sweating, mental confusion, and the inability to follow simple commands. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer feels that the pump is not working as designed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode unit passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Insulin pump passed the delivery accuracy test. Device received with cracked retainer, minor scratched display window, cracked keypad overlay at select button and scratched case.